Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and the surface of the sheath was reported to be rough. It was reported the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large could not be pushed into the groin, because the surface at the top end of the sheath was not smooth. No harm to patient and fa new sheath was required. No additional information is available regarding if the surface of the sheath feels rough causing difficulty introducing the sheath through the vasculature. The device was used on the patient but there were no patient consequences.

Manufacturer narrative:
On 16-aug-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and the surface of the sheath was reported to be rough. It was reported the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large could not be pushed into the groin, because the surface at the top end of the sheath was not smooth. No harm to patient and fa new sheath was required. No additional information is available regarding if the surface of the sheath feels rough causing difficulty introducing the sheath through the vasculature. The device was used on the patient but there were no patient consequences. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection of the returned device was performed in accordance with bwi procedures. The visual analysis revealed that the soft tip was bumped. The sheath shaft was inspected to verify if it was a rough, however, the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large presented no roughness in any section. The soft tip condition could be related to excessive force or manipulation, however, this cannot be conclusively determined. A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the reported rough sheath shaft. Investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the bumped soft tip finding. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).